Event description:
A malfunction was reported on the customer's pump, identified by a malfunction code, which required resetting. There was no reported adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur afterwards. The customer was advised to continue using the pump and to contact technical support again if any issues reappeared.